Manufacturer narrative:
Biomérieux investigation was performed at the customer site by the local field service engineer (fse). The qcv failure was reproduced by the fse. Investigation identified a blocked pump. The fse cleaned the pump and performed qualification tests. Following repair, the qcv test passes; the section is performing in accordance with specifications. Retrospective analysis by the customer indicated no erroneous results reported since the last successful qcv.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Customer reported a qvc failure when calibrating vidas® analyzer, serial number (B)(4). The customer is reporting instrument errors when trying to repeat qcv 54. Sample was redrawn from the patient to confirm initial results. There was no reported death or serious injury associated with the referenced event. An internal biom&#594;ieux investigation will be initiated.